Manufacturer narrative:
10/04/2004 initial report sent to FDA. This complaint was re-evaluated and it was determined to be a malfunction.

Event description:
Reportedly, the suture became detached from the device's needle while tying knot. Procedure: lap gastric bypass, patient sex: unk